Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient expired. The cause of death was not provided. There were no reported device issues or malfunctions. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation conclusions: a direct correlation between the patient¿s expiration and (B)(6) cannot be conclusively determined through this evaluation. The heartmate 3 lvas instructions for use lists death as an adverse event that may be associated with the use of heartmate 3 left ventricular assist system. The relevant sections of the device history records were reviewed and showed no deviation from manufacturing or quality assurance specifications. The implant kit shipped on (B)(6) 2019. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section h6 (patient and device codes): correction. No further information was provided. The manufacturer is closing the file on this event.